Event description:
Pt was a past reenage breast implant plastic surgery pt having breast implants for a congenital deformity, ending in a mastectomy became of the genetically offending/toxic/extremely failed 3m/mcghan silicone gel and double lumen breast implants/the chemical adjuvancy of these devices. Pt had implants to correct a problem in their youth and had to then try to correct an even bigger problem with the mastectomy of both breast. Pt's now equal now on both sides of their chest wall that is all they wanted from breast implants. Breast implants failed as did plastic surgeons and the FDA who covers them all. Pt has lots of ugly scars, but those scars remind them that they made it through as they they are a footsoldier in all this medical snafu with breast implants and low standards fill with "medical words of art" both spoken and documented in medicine, science and research to cover the harm many have done with a breast implant and children included who have taken hits and this adjuvant/the chemical adjuvancy of breast implants. Pt's daughter has scleroderma/pss swallowing problems, acral bone dyslasia (hands/feet the size of an 11-15 months old, with bones popping out like they are coming apart, but skin is holding them together and they are in pain), they have an insulin resistance problem/an, acanthosis nigricans, plus possible insulin resistance is due to receptor antibodies: a complications of progressive systemic sclerosis and more. Pt feels breast implants studies that are being done now with new silicone and new types of b implants are only studies to get around the FDA moratorium, nothing more; there will not be studies doen to uphold medicine, science and research to that high standard of first, do not harm, there will be more studies filled with more "medical words of art" to cover the harm done with breast implants and the human body will continue to speak through diseases, classic or disease-like with breast implants that are indeed genetically offending/toxic to one's genetics seeing the devices are not crafted/not tailored to one's genetics to avoid the adverse reaction of the exerting process of the human immune response, via the placental barrier with fetal cells. Breastfeeding, extra "hits", studies now come 'after the fact' of the harm done. Pt want their voice to be heard by the FDA, on behalf of their children, especially for the sake of the one who was born a 3m/mcghan silicone gel/double lumen birth defect. Medical words of art both spoken and documented will never, ever be able to take this fact away that they were born and will one day die a 3m/mcghan breast implant birth defect. Pt feels breast implants are genetically offending. And damning to fetal cells.